Event description:
Md performed ptca with over the wire coronary stent. Item was opened on the sterile field, physician and tech immediately noted the stent was not in a secured position and was free floating on the wire. The product was immediately removed from the sterile table and another stent was opened. No injury to the pt.